Event description:
Distributor reported to beckman coulter that its customer had previously reported that the rotor broke into pieces and resulted in centrifugal contents escaping the veterinary unit.

Manufacturer narrative:
Distributor reported that the rotor was broken into pieces on their customer's statspin vt unit; the breakage caused the lid to detach, causing centrifugal contents to escape the unit; an operator was hit by multiple pieces of statspin and sample debris; and the operator did not seek medical intervention as a result of this event and was not hurt. There were no reports from the customer of injury, smoke, fire or sparks (however there was a slight burning smell), and there was no prior damage to the lid, latch, or hinge prior to this event. According to the distributor, its customer elected not to return the unit for further evaluation.